Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 kept timing out in the middle of the harvest. Jaws were not able to cut the tissue effectively as it would stop working. The harvester reported that they did not burn excessively or past 15 seconds. They did not feel it was a time-out issue. Nonetheless, they waited a full minute, but it still stopped mid-cautery. Reported that the jaws were not very dirty and that they replaced the cable (but not the adapter). Pre- cautery test not performed. New device used to finish the case. No harm to the patient reported.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000286200 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.